Event description:
A report that the patient's precision system was explanted was received. The patient claims he felt a shocking sensation with the stimulation a few times.

Manufacturer narrative:
The explanted devices were discarded by the medical facility, and will not be returned for evaluation.